Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the image was flickering due to a defective cable. The device evaluation also discovered that the light guide hose was damaged and its root was fractured. In addition it was also found that the switch2 and switch3 didn't work, the handle was scratched and the light guide lens was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the scope had a flickering image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide hose was damaged and its root was fractured. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to excessive force by the customer. Olympus will continue to monitor field performance for this device.